Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were explanted and replaced with a non-boston scientific device and lead due to pocket erosion and infection one week post implant. No changes were made to this right atrial (ra) lead and the lead remains implanted and in service. No additional adverse patient effects were reported.